Event description:
A registered practical nurse (reporting on behalf of a distributor) reported to a (B)(6) mgr that a hair was found inside an unopened package of aquacel foam adhesive packaging (12.5 x 12.5 unopened).

Manufacturer narrative:
Additional information was received on august 20, 2015. Third party manufacturer performed a thorough review of this complaint issue by reviewing daily cleaning checklists. A CAPA was implemented to ensure the proper clean room gowning instructions were followed as well as re-training of personnel. No previous investigations are available. After a thorough review of the batch records no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. The product was not used on a pt. No additional pt/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on dec 5, 2013.